Event description:
It was reported that this right atrial (ra) lead has an history of noise was noted, dating back to 2017. The patient was admitted to the hospital for syncope. Further testing showed that right atrial (ra) lead noise remained minimal and was tracked during isometrics: however, right atrial (ra) lead sensing was adjusted to 0.75 mv with a p-wave amplitude of ~1.4 mv. The atrial tachy response (atr) duration was extended to 32 cycles. The healthcare provider will review these changes with the clinical team. It was noted that the syncopal event was not consistent with a v-1 event, and the syncope occurred on september 9, 2024. No adverse patient effects directly related to the device were reported. No adverse patient effects directly related to the device were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).